Event description:
It was reported that balloon rupture occurred. The in-stent restenosed target lesion was located in the superficial femoral artery (sfa). A 5.0 x100, 135cm charger¿ balloon catheter was selected. It was noted that the balloon was inflated approximately 2-3 times and on the third inflation the balloon popped before nominal pressure. The device was removed from the patient intact. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).